Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a rapid rise in blood glucose levels after a meal. The customer treated themself. The customer stated that they did not receive any alarms from the insulin pump. The customer was unable to troubleshoot at the time of the call. The customer stated that they would call back in order to troubleshoot. The customer further mentioned a hospitalization on 01/12/2015 with high blood glucose levels of 540 mg/dl. The customer stated that they would contact their nurse to enquire if their heart condition was linked with high blood glucose levels. Nothing further reported.